Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant approximately six (6) months after placement as a result of having no buccal wall due to a periodontal defect. This MDR is the second of two reports.